Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the tip of the router broke when used in the footed attachment. It was also reported that the router piece was successfully removed from the surgical site. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the tip of the router broke when used in the footed attachment. It was also reported that the router piece was successfully removed from the surgical site. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.